Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: the proglide was inserted in the patient to close 7fr sheath access point. There was no flashback of blood through the clear side lumen. The wire was reinserted and another proglide was used to close the access point. From the procedural note: retrograde angiography through the right common femoral sheath shows the sheath is placed well below the inferior epigastric vessel just below the mid femoral head, and about 1 cm above the femoral bifurcation; therefore, a 6-french perclose proglide device was deployed in this region with excellent hemostasis obtained. There were no complications. Additional information received: the access site was the right common femoral artery with a 6f sheath. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no flashback of blood through the clear side lumen¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The misplaced and collapsed polyamide tubing was concluded to be related to a potential product quality issue. The treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Additional information received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an percutaneous coronary interventional procedure. No additional information was provided.